Event description:
It was reported that the patient experienced stimulation as a result of loss of synchrony. The physician diagnosed that the right atrial lead had dislodged and scheduled a revision to take place a month later. The device was programmed to vvi setting in the interim. On (B)(6) 2015 the patient presented to the hospital for a lead revision. A lead image confirmed that the lead had dislodged. During the attempt to reposition the lead, the lead helix would only deploy half way. The lead was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.